Event description:
A patient fall was reported while preparing for the transfer from the hana table to the gurney. The patient was not in the traction boots, not strapped in and the perineal post was removed. The staff was not paying attention to the unsecured patient causing the patient to fall. The fall caused the patient's head to crack and subsequent bleeding. There were no problems with the table itself.

Manufacturer narrative:
Per the information obtained, there were no problems reported with the device itself. The patient was not secured via safety straps and perineal post along with lack of attention of the personnel. The owner's manual of hana table mentions the techniques of securing patient safely while transferring to and from the surgical table along with necessary cautions/warnings to alert the end-user if the safety straps and perineal post are not used. This incident is thus deemed as a use error as there was a failure to follow manufacturer's recommended guidelines and recognized best practices for patient safety. Information regarding patient status following the fall and hospital's approach of treatment/mitigation is still unknown at this time.

Manufacturer narrative:
The only information obtained from the investigation were the following patient details- age, sex, weight and race of the patient. Information regarding the patient status following the fall and the treatment/mitigation approach was not obtained from the hospital.

Event description:
A patient fall was reported while preparing for the transfer from the hana table to the gurney. The patient was not in the traction boots, not strapped in and the perineal post was removed. The staff was not paying attention to the unsecured patient causing the patient to fall. The fall caused the patient's head to crack and subsequent bleeding. There were no problems with the table itself.